Event description:
It was reported that during a coronary stent procedure, the physician was unable to cross the lesion with the express2 monorail stent. Upon removal, stent damage was noted. The procedure was completed with another of the same device. No pt injuries or complications were reported.

Manufacturer narrative:
The returned product analysis is not complete as of this date. A supplemental report will be filed when the analysis is complete.